Event description:
It was observed that during the device evaluation, the illuminated lens and probe cover of the bronchovideoscope had fallen off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, although the root cause of the event could not be determined, it is presumed that an impact to the insertion section caused the joint to loosen, leading to the light guide lens and distal end cover falling off. The event can be detected by following the instructions for use which state: suggested event 1: light guide lens fell off. The instruction manual operation manual ¿bf-290 series, chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Suggested event 2: distal end cover fell off. The instruction manual operation manual ¿bf-290 series, chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.